Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a highly stenosed left saphenous vein graft. During advancement of the 7.0x80mm armada 35 balloon resistance was felt with anatomy. Once at the lesion the balloon ruptured during the first inflation at 15 atmospheres. Another same size armada was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the highly stenosed lesion resulting in the difficulty advancing the device. The balloon likely interacted with the challenging anatomy, resulting in the ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 device available for evaluation updated from yes to no.